Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2016 the customer received the following results on the aviva system within 10 minutes: 2.5 mmol/l and 7.0 mmol/l. On (B)(6) 2016 the customer received results of 6.2 mmol/l and 2.7 mmol/l, also within 10 minutes. No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.